Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient was hearing the pump alarm and it was the critical alarm. The patient's drug reservoir was empty for a prolonged period of time due to the patient missing a refill appointment. The patient was stable and the family elected to officially turn off the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative and a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient's pump was vibrating. Patient stated that were not sure if the pump was beeping or vibrating because the patient was not very good at explaining and hard of hearing. The patient representative stated that the clinic told her that the pump went empty in may this year and the patient would have to get a new pump. The patient was redirected to the emergency room (ER) to have a company rep check the pump.